Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a single port (sp) da vinci-assisted trans-oral malignant tongue base resection procedure, during tumor dissection, the carotid artery was inadvertently injured with an unspecified energy instrument. The blood loss volume remains unknown; however, the patient required a blood transfusion. Initial hemostasis efforts included suctioning and neuro sponge application. The bleeding could not be managed by suction alone, so an emergency undock was performed. The patient was subsequently transferred to interventional radiology, where a vascular surgeon achieved hemostasis by an unspecified method. The procedure was prolonged by greater than 30 minutes and was not completed; the patient was last reported awake in the intensive care unit (ICU).

Manufacturer narrative:
Updated sections: g3, g6, h2, h6, h11. Corrected fields: h6, h11. Additional information: further investigation revealed that the patient underwent at least six rounds of cardiopulmonary resuscitation (CPR) following the conversion. The patient was subsequently transferred to interventional radiology for management of the bleeding. The patient was reported to be awake in the intensive care unit (ICU) before being transferred to the ward. It was determined that no intuitive product, instrument, or system caused or contributed to the reported bleeding event. There has been no additional information regarding when the procedure will be performed or completed.

Event description:
Refer to h11 for follow-up information.